Event description:
During a bowel resection procedure, the suture knots came loose in ten minutes. The surgeon used another product. No patient injury was reported.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.